Event description:
The customer received questionable ion selective electrode (ise) results for eight patient samples that were discovered due to delta checks on the results. Of the data provided for four patient samples, only the results for three patient samples were discrepant. Patient 1 initial sodium 124 mmol/l, repeat sodium 110 mmol/l. Patient 2 initial sodium 122 mmol/l, repeat sodium 139 mmol/l. Initial chloride 115 mmol/l, repeat chloride 98 mmol/l. Patient 3 initial sodium 125 mmol/l, repeat sodium 138 mmol/l. Initial chloride 112 mmol/l, repeat chloride 98 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Patient 1 had presented with nausea. The patient was given anti-nausea medicine and sent home. The repeat sodium result indicated that the patient's condition was worse than originally thought and the patient was sent to the ER for further evaluation. The patient was redrawn and the sodium result was 113 mmol/l. The patient was admitted to the hospital and her condition was improving. The most recent sodium result for the patient was 121 mmol/l. No adverse event was reported. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found incorrect ise pinch tubing was installed and replaced it. He performed ise sipper and sampling alignments and ran ise checks and precision checks. The customer ran calibrations and qc. All results met specifications.